Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse suspected the right ventricular (rv) lead was not capturing, as they saw pacing spikes with no capture. It was noted there was a left ventricular (lv) lead low impedance warning and there was undersensing on the right atrial (ra) lead during stored electrograms (egm). It was noted that no intervention was performed. The leads remain in use. No patient complications have been reported as a result of this event.